Event description:
Medtronic received information that approximately 1 year following the implant of this transcatheter bioprosthetic valve, the patient was noted with bradycardia and a pacemaker was implanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
Additional information was received the 11 months post implant the patient experienced 3rd degree heart block with junctional escape rhythm, contributing to the need for the permanent pacemaker. Permanent pacemaker resolved the conduction disturbance. Updated weight field. (B)(4).

Manufacturer narrative:
The date of event is approximate. It was reported that the pacemaker implanted occurred in 2015, however the exact date could not be obtained. Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.